Event description:
The article, "integrated double redo percutaneous valve replacement: simultaneous transcatheter aortic and mitral valve management", was reviewed. The article presented a case study of a patient. It was reported on an unknown date, a 23mm trifecta valve was implanted. It was also reported on an unknown date, a 27mm epic mitral valve was implanted. On an unknown date post-procedure, the patient presented with double aortic and mitral structural valve degeneration. A decision was made to perform transcatheter double valve-in-valve implantation. A 26mm evolut r was implanted within 23mm trifecta valve. A 29mm sapien 3 was implanted within the 27mm epic valve. [The primary and corresponding author was hristian hinkov, deutsches herzzentrum der charité (dhzc), department of cardiothoracic and vascular surgery, augustenburger platz 1, 13353 berlin, germany, with corresponding email: hristian.hinkov@dhzc-charite.de].

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: integrated double redo percutaneous valve replacement: simultaneous transcatheter aortic and mitral valve management.

Manufacturer narrative:
As reported in a research article, integrated double redo percutaneous valve replacement: simultaneous transcatheter aortic and mitral valve management. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: integrated double redo percutaneous valve replacement: simultaneous transcatheter aortic and mitral valve management.